Manufacturer narrative:
The reported event was confirmed. During evaluation of the returned device, one of the tips was found to be nicked. Potential causes for damage to the tips include improper cleaning methods and the device being dropped and/or mishandled. The product is not a repairable device and will not be returned to the user facility.

Event description:
It was reported that a very small chunk was taken out of the 19cm sp bayonet 1.5mm tip during sterile processing at the user facility. There was no patient involvement and no adverse consequences associated with the device.

Event description:
It was reported that a very small chunk was taken out of the 19cm sp bayonet 1.5mm tip during sterile processing at the user facility. There was no patient involvement and no adverse consequences associated with the device.